Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was in the 30's (mg/dl); cause was due to the customer having dental surgery and was not able to eat. Customer addressed bg level by drinking juice.